Manufacturer narrative:
Device history records review was completed for part# 314.05, lot# 5044210. Manufacturing location: (B)(4), release to warehouse date: aug 01, 2005. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The cannulated screw driver was received with a twisted tip in the direction of removal. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant features are significantly deformed. Relevant drawings were reviewed. The complaint condition is confirmed as the tip of the driver is twisted. There is no indication that a design or manufacturing issue contributed to the complaint condition. The root cause was determined to be misuse; the cannulated screwdriver is not intended for removal of implants. Relevant technique guide states that the instruments used for removal are solid hexagonal screwdrivers, and that the cannulated screw driver should not be used for implant removal. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date in 2018, it was found that a 4mm cannulated hexagonal screwdriver from a 6.5mm cannulated screw set appeared to be bent at the tip. It is unclear how the screwdriver was bent. The bent screwdriver was replaced with another unknown 4mm cannulated hexagonal screwdriver from a peel pack. It is unknown if there was surgical delay. Patient outcome is unknown. During the manufacturing investigation, it was confirmed that the tip of the driver is twisted. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).